Event description:
According to the reporter, days after laparoscopic single anastomosis duodenal switch (sadi) procedure using the device, the patient experienced greater than 500 milliliter blood loss from the short gastric vessels. The surgeon could not say definitively if it was from a seal but the product was used in that vicinity when performing the gastrectomy portion of procedure. The surgeon has used the device extensively and did not notice any issue with the device or an error tone. A computed tomography scan was conducted to confirm the bleeding. An additional surgical operation, specifically a diagnostic laparoscopy with evacuation of hematoma, was performed; it was not an active bleed, so it was challenging to find the exact location. The exact cause of the bleeding was not not definitive, as graspers, staplers, and sutures are also used in the area where the bleed occurred but the product was the primary device used in the area. The patient required a blood transfusion; no massive transfusion protocol (mtp) during an emergent procedure. The patient was not on any medications that made them predisposed to bleeding prior to the procedure. The patient was readmitted to the hospital on (B)(6) and was at home recovering by (B)(6). The generator used in the event had no issues.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.